Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 320 mg/dl after running out of insulin; the user performed a supply change and resumed insulin, and no device alerts for glucose above 300 mg/dl for over 90 minutes were noted. Symptoms included feelings of anxiety. Outcomes included no need for medical intervention, no hospitalization, and no assistance from others. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event temporally associated with interruption of insulin due to depleted supplies. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.